Event description:
Customer reported that a motion not allowed alarm is going off. In 2007, customer reports that 3 or 4 short beeps, followed by a pause then repeats. Seems to occur when system has been powered for some time. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the master control unit. System operates as intended. This MDR is related to ge healthcare complaint number.